Event description:
It was reported that the user experienced a low blood glucose event to 50 mg/dl after announcing a usual dinner while newly started on the ilet pump, and the issue was characterized as cause unclear with no device component implicated. Symptoms included hypoglycemia with associated confusion/disorientation, diaphoresis, and shaking/tremors. Outcomes included unexpected medical intervention in the form of oral glucose administration. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings and insufficient information to identify a device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.